Manufacturer narrative:
Following permobil's investigation of the wheelchair, it was not possible to duplicate the fault nor was it possible to confirm this complaint. Most likely scenario is that the end user responded to the "latched timeout" warning beep and instead of initiating a forward drive command (hard puff) to continue latched driving (40 second - latched timeout setting) the user gave an unintentionally, right drive command (soft puff) and the wheelchair responded and turned right causing the incident (see evaluation summary attached to report). The DHR for this device was reviewed and the wheelchair met specifications prior to distribution.

Manufacturer narrative:
The suspect device is being scheduled to be returned for further investigation. Upon completion of the investigation a follow up report will be submitted. The DHR for this device was reviewed and wheelchair met specifications prior to distribution. The missing information within this MDR was attempted to be obtained through communication with the end user but unsuccessful. If additional information is received it will be included in the follow up MDR.

Event description:
Client was driving along a busy road and the wheelchair allegedly turned right and client fell on the asphalt.